Manufacturer narrative:
Follow-up #1: date of submission 10/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/05/2015 with the following findings: during investigation, the battery compartment was observed to be cracked in two places: near the top and below the bumper pad. The battery cap was stripped and unable to tighten to the test pump. Unrelated to the original complaint, the pump powered on to dim and discolored display. Additionally, the battery cap was not within height specifications.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that battery compartment and an unspecified cap were damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.